Event description:
A patient in (B) (6), was injected with radiesse dermal filler in the marionette lines, injected with laresse dermal filler (facial area unknown); then a topical auriderm cream was applied. The patient developed acute anaphylaxis and was hospitalized overnight for observation. The patient was treated with adrenalin and intravenous hydrocortisone. The patient had fully recovered at the time bfm became aware.

Manufacturer narrative:
The united states - bioform medical facility ((B) (4)) was notified of this event in june 11, 2009. The patient's symptoms had already resolved. During a follow-up with the physician, it was reported that the acute reaction started after laresse (dermal filler) was injected. The physician feels that laresse elicited the reaction. The device history records for radiesse dermal filler lot 1007248 were reviewed; all required testing met specifications and there were no deviations noted.